Event description:
It was learned through implant patient registry and medical records that a 25mm 2700 valve was explanted after an implant duration of 9 years, 8 months due to severe aortic stenosis and ascending aortic aneurysm. The explanted valve was replaced with a 25mm 11060a konect resilia aortic valved conduit (avc). Per medical records, the patient underwent avr, aortic root, hemi-arch, and ascending aorta replacement via biobental procedure utilizing a 25mm konect resilia aortic valved conduit (avc), and a 28mm single branch graft. The previously implanted aorta homograft was heavily calcified and the aortic annulus was extensively fibrotic. The patient tolerated the procedure well without complications. The patient was discharged from the hospital on pod# 5.

Manufacturer narrative:
Added information to b5, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of cad and ckd.

Event description:
It was learned through implant patient registry that a 25mm 2700 valve was explanted after an implant duration of nine (9) years, eight (8) months, due to unknown reason. The explanted valve was replaced with a 25mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.